Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx partially covered stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. During the procedure, the physician began deploying the wallflex biliary rx stent and heard a "popping" sound. The physician noted that it felt like there was a loose connection when attempting to deploy the stent and the wallflex biliary rx stent had not begun to deploy. The wallflex biliary rx stent was removed from the patient. It was noticed that the dark blue outer sheath near the guidewire access port separated from the gray part of the catheter. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex¿ biliary rx partially covered stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully constrained within the delivery system. A visual and tactile examination found that the blue outer catheter was detached from the clear outer catheter and there was a kink of the inner catheter. During the product analysis, the stent was able to be fully deployed and the stent was intact and undamaged. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex¿ biliary rx partially covered stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. During the procedure, the physician began deploying the wallflex¿ biliary rx stent and heard a "popping" sound. The physician noted that it felt like there was a loose connection when attempting to deploy the stent and the wallflex¿ biliary rx stent had not begun to deploy. The wallflex¿ biliary rx stent was removed from the patient. It was noticed that the dark blue outer sheath near the guidewire access port separated from the gray part of the catheter. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.